Event description:
During shift check, the autopulse platform (sn (B)(4) does not detect the lifeband when it is installed. Per reporter, no error message displayed and no damage on the lifeband. The customer used multiple lifebands but issue persisted. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(4) does not detect the lifeband when it is installed was not confirmed during the functional testing. The reported complaint could not be replicated during functional testing and the belt switch assembly where the lifeband clips is within the manufacturing specification. The probale root cause of the reported complaint was likely due to user error, the lifeband was not properly installed. Visual inspection of the platform was performed, and no physical damage was observed. The archive data review indicated a ua12 (lifeband not detected) and ua07 (discrepancy between load 1 and load 2 too large) error messages around the customer reported event date, unrelated to the reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the driveshaft and can freely rotate after insertion. The autopulse platform failed initial functional testing due to the ua07 error message displayed upon powering on, unrelated to the reported complaint. The root cause of the ua07 advisory message was due to defective load cells, likely attributed to mishandling such as a drop or a defective component. The load cells needs to be replaced to address ua07 error message. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error.